Manufacturer narrative:
Date of event: the exact event date is unknown. Related component of device system: model number/ catalog number: 72404155, batch/ lot number: 512488006, model/ catalog description: reservoir 65 ml pc/iz.

Event description:
It was reported that the patient experienced pain in the penis. The physician found that the patient developed a gangrene in the glans, travelling down to the shaft. The physician determined that the gangrene was unrelated with the device because the prosthesis was not infected. All components were removed. There was no device malfunction. The patient was treated with antibiotics an is currently recovering.